Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion being treated was located in the non-calcified and moderately tortuous mid right coronary artery. Using a 7f mach1 guide catheter and a non-bsc guide wire, the physician advanced a 15 mm x 2.50 mm emerge mr balloon catheter to the target lesion. Upon inflation at 10 atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: there was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion being treated was located in the non-calcified and moderately tortuous mid right coronary artery. Using a 7f mach1 guide catheter and a non-bsc guide wire, the physician advanced a 15mm x 2.50mm emerge mr balloon catheter to the target lesion. Upon inflation at 10atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).